Manufacturer narrative:
Device investigation narrative - two fast-fix 360 straight needle delivery systems were returned for evaluation. Visual assessment of the devices shows no ts or suture remain on the inserter. No ts or suture were returned. Each devices actuator is in its post t2 deployment position indicating a complete deployment. One of the devices needle is bent. Each device was functionally tested for proper actuator advancement and cycling and was found to function as intended. Per the device IFU under warnings ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed¿. No root cause related to the manufacturing process can be established. No further investigation is warranted at this time. As a customer courtesy credit has been issued. (B)(4).

Event description:
It was reported the t2 did not deploy. A backup device was readily available. There was a delay of less then 30 minutes. No patient injuries were reported.